Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Esophageal perforation is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. They should comply with the america society of metabolic and bariatric surgeons (asmbs) and the society of american gastrointestinal endoscopic surgeons (sages) joint "guidelines for surgical treatment of morbid obesity" and the sages "guidelines for framework for post-residency surgical education and training". Surgeon participation in a training program authorized by allergan or by an authorized allergan distributor is required prior to use of the lap-band system.

Event description:
Physician reported, calibration tube used during repair of pt's hiatal hernia. Physician injected methylene dye down the balloon lumen instead of the other lumen. The "106ml of blue dye was injected and this ruptured the esophagus". Pt was subsequently hospitalized and "it will take at least 10 days until the hospital knows for sure (patient) will they fully recover".

Manufacturer narrative:
(B)(4).

Event description:
Physician reported, calibration tube used during repair of patient's hiatal hernia. Physician injected methylene dye down the balloon lumen instead of the other lumen. "106ml of blue dye was injected and this ruptured the esophagus." Patient was subsequently hospitalized and "it will take at least 10 days until the hospital knows for sure (patient) will they fully recover."